Event description:
Crown and abutment didn`t fit. The implant had to be removed.

Manufacturer narrative:
Crown and abutment didn`t fit. The implant had to be removed. In the implant stucks a cam ring fragment with thread fragment. The fracture of the cam ring was caused due overloading. The implant chambers are destroyed. The inner cone is mechanically manipulated/destroyed. The implant batch was monitored according to the established test processes and passed the final inspection before delivery. All quality records corresponded to the specifications. A manufacturing error is excluded.